Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On 01-jul-2009, the patient had essure inserted. On 14-jun-2021, 4366 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4366 days after essure insertion, she underwenta surgical medical device removal (seriousness criterion intervention required) with partial hysterectomy. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("misplaced essure coil/ one of essure coils in uterus") and device expulsion ("misplaced essure coil/ one of essure coils in uterus") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of multigravida in 2009. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced embedded device (seriousness criterion intervention required) and device expulsion (seriousness criterion intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to embedded device or device expulsion. The reporter commented: note from the insertion procedure: there were noted to be 3 coils extruding from each ostia at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: uterus, hysterectomy: cervix - nabothian cysts. Endometrium: secretory-type endometrium. Myometrium: small leiomyoma. Fallopian tubes with no significant diagnostic pathologic change. Gross diagnosis: one of essure coils in uterus and second essure coil in fallopian tube (presumably left fallopian tube). 92 grams of hysterectomy specimen that is 7.8 x 4.6 x 4.5 cm. The specimen is bivalved to reveal a 2.5 cm in length tan, corrugated endocervical canal that extends to a 4.2 x 2.5 cm triangular uterine cavity. [Ultrasound scan] on (B)(6) 2009: findings: normal uterine cavity. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jun-2023: the following information added: two new reporters (hcp), lab datas, medical history and the medical device removal term was changed to partial expulsion of device. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.